Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dust particles were found in 100 syringes 20ml ll precise india before use. The following information was provided by the initial reporter: "dust particles inside the barrel of the syringe when opened. Not used in the patient."

Manufacturer narrative:
Investigation summary: two photos and one sample were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe product. From the sample, the team observed jagged holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syring product and at the corner of the blister packaging. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The nonconformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 20ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance. The distribution center will be notified of this complaint for their awareness.

Event description:
It was reported that dust particles were found in 100 syringes 20ml ll precise india before use. The following information was provided by the initial reporter: "dust particles inside the barrel of the syringe when opened. Not used in the patient.".